Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that the patient asr cup/ head implanted on (B)(6) 2007 . Recently he stated to complain of hip pain and wanted it revised. Implants were removed. Doi: (B)(6) 2007 / dor: (B)(6) 2024 / affected side: right hip.¿ the product was not returned to depuy synthes, however a radiological image was provided for review. (B)(4). The radiological image review revealed that femoral head does not presents evidence of damage, implant fracture, disassociation, dislocation or anything indicative of a device nonconformance. The overall complaint was not confirmed as the observed condition of the unk hip femoral head metal asr would not contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the patient had a right total hip arthroplasty, excision of right hip deep mass. Depuy components were implanted during this procedure, which included a summit stem, asr cup/head/sleeve.

Manufacturer narrative:
Product complaint #(B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient had an asr cup/ head implanted on (B)(6) 2007. Recently he started to complain of hip pain and wanted it revised. Implants were removed. There was no delay. Doi: (B)(6) 2007 dor: (B)(6) 2024 affected side: right hip.